Manufacturer narrative:
(B)(4). Clip, advancer.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy with an intra operative cholangiogram. The device had fired approximately 3 clips, the surgeon then attempted to fire another clip and the jaws stayed jammed away from a vessel. Another device was used to complete the case. There was no adverse consequence to the patient.